Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with broken battery cap, minor scratched display window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. The insulin pump received with blank display due to corrosion found on electronics. The insulin pump was unable to verify battery out limit alarm, low battery life and button keypad anomaly due to blank display.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and had a blank display. The customer stated that she woke up to find that the insulin pump was alarming battery out limit during normal device use; she noted that she had changed the battery two days prior. She replaced the battery and found that the insulin pump would not turn back on. The customer's blood glucose was 533 mg/dl, which was treated with a manual injection. She was advised that a battery out alarm may have indicated a loose battery cap. The customer did not observe any damage, exposure to moisture, or corrosion at the battery cap, battery compartment or battery spring. The display did not return upon insertion of a new battery and cleaning of the battery cap contact. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.